Manufacturer narrative:
(B)(4) report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured when it was unscrewed from the cup. No harm came to the patient, and there was no delay in surgery. All broken pieces were retrieved. No broken parts came in contact with the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed wear & tear which has occurred during a potential field age of approximately 6 years and it is unknown how many times the device had been used during that time. The hex bolt is fractured and missing. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue resulted in a design change to mitigate this failure mode. This bolt was manufactured before the design change. The root cause is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.